Manufacturer narrative:
Results evaluation: the returned three units were functionally tested and the report of leakage was confirmed. Sample 1 - inflation testing confirmed leak started to 19.4 cm h20 (a scratch of 2.3mm contained a tear of 0.9mm in the wall of the prod cuff 28.2 mm from the distal tipoff the tube). Sample 2 - inflation testing to 70 cm h20 failed to find evidence of leakage. The prod was then deflated and left for 2 hrs, without evidence on reinflation. Sample 3 - inflation testing confirmed a leak started to 12.8 h20 two scratches of 3.0 mm and 4.6 mm were found to contain tear of 1.8 mm in the wall of the prod cuff at 43.5 mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for the possible lot number identified. Though there have been complaints for cuff deflation in use, on this prod code during the past five yrs, these are historical and do not indicate a systematic failure during MFR, especially when compared annual sales of this prod. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this prod line prior to packaging. Root cause: it is stated that the two leaking prods were tested prior to use and only became deflated following insertion. As such, this incident is unlikely the result of an assembly fault. We feel the most likely cause for this incident is that the cuff became damaged following inflation of the prod cuff, resulting in the cuff deflation. Though these prods are design to be as robust as functionally possible, deflation of the prod cuff on the pt anatomy can be experienced. This report has been logged for trending.